Event description:
It was reported that on 22 feb. 2024, a 23mm navitor valve was selected for an implant. Pre balloon aortic valvuloplasty (bav) was performed using a non-abbott device. Resheath conducted two times and 23mm navitor valve was implanted at third time. The final depth of navitor placement was ncc:4mm lcc:8mm. Post implant, the patient developed a complete atrioventricular. The patient was returned to ICU with the pacing catheter inserted. Perivalvular leak was trivial around annular area. And no post balloon aortic valvuloplasty (bav) was not performed. The patient's condition is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak and heart block (complete atrioventricular block) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a baseline sinus rhythm, moderate annular calcification was evenly distributed, the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm), the valve is possibly mis-sized based on the provided annular dimension (23.4 mm annulus diameter), there was no anatomical or tissue/calcium interference affecting expansion, and there were no deployment difficulties noted. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for an implant. Pre balloon aortic valvuloplasty (bav) was performed using a non-abbott device. Resheath conducted two times and 23mm navitor valve was implanted at third time. The final depth of navitor placement was ncc:4mm lcc:8mm. Post implant, the patient developed a complete atrioventricular. The patient was returned to ICU with the pacing catheter inserted. Perivalvular leak was trivial around annular area.and no post balloon aortic valvuloplasty (bav) was not performed. On (B)(6) 2024, it was reported that the patient had a permanent pacemaker implanted. The patient's condition is stable.